Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. (B)(4) - g101a has a fh were all rows are not detected on bus. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 23jan2019, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of failed cubie was confirmed by fse, and subsequently confirmed in the dchu inspection process. According to (B)(4): the fse reported that row a failed and was unrecoverable, they replaced rowboard as previously diagnosed and tested, then fse tested successfully in diagnostics and application. During dchu visual inspection: p/n 356494-01: fluid residue was observed on the bottom of the tray and on the rowboard. During dchu testing: p/n 356494-01: further testing could not be performed due to the fluid residue observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported failed cubie was identified and attributed to a failed cubie tray due to fluid ingress.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3 pocket a3 inserted cubie was not displaying under system configuration. As per part investigation, it was determined that there was fluid ingress on tray. There were no adverse events or injuries reported based on this event.